Event description:
Reporting status: malfunction. Reporting rationale: guide wire core separation has the likelihood to cause to contribute to patient injury. Device issue: guide wire core separation. It was reported that when the operator opened the sterile box, he found that the hydrocoat hydrophilic coating of the guide wire fell off. This event is being filed based on the analysis of the returned guide wire, which revealed that there was a guide wire core separation and the tip ball of the guide wire was missing. Reportedly, there was no patient involvement; however, blood was found on the device. There was no adverse patient effect reported. No additional event or patient information is available.

Manufacturer narrative:
(B) (4): results - product performance engineering has not completed their investigation at this time. Results and conclusion will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast on the core. The core was separated 26.5 cm distal to the proximal end of the polymer coating. The separated portions including the tip ball were not returned. The polymer coating was separated 26.1 cm distal to the proximal end of the polymer coating, there were three separated pieces of polymer coating that were located on the stretched out coils, 30.4 cm distal to the proximal end of the polymer coating for a length of 1.2 cm, 34 cm distal to the proximal end of the polymer coating for a length of 1.1 cm and 36.6 cm distal to the proximal end of the polymer coating for a length of 1 mm. The material at the separations was jagged. All three separations were wrinkled. The polymer coating was wrinkled, 25.2 cm distal to the proximal end of the polymer coating extending distally for a length of 1.6 cm. The coils were separated 36.7 cm distal to the proximal end of the polymer coating. The separated portion was not returned. The coils were completely stretched out 26.1 cm distal to the proximal end of the polymer coating, for a length of 10.6 cm. There were two bends in the core 2.5 cm and 11 cm distal to the proximal end of the polymer coating. There was no other damage noted to the guide wire. Product performance engineering has not completed their investigation at this time. Results and conclusion will be forwarded upon completion.